Event description:
It was reported by service report that the customer alleged that the cot would not stay in the up position. The service technician could not find any damaged components and could not duplicate the alleged event, but found debris in the lock mechanism. No patient involvement or adverse consequences are reported.